Event description:
The rep is reporting that during a procedure, the distal portion of the expressew flexible suture passer needle fell into the rotator cuff, but was quickly and easily retrieved. To complete the case, the surgeon used another exressew needle without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied, which precludes conducting a batch history review. We cannot conclude as to what caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue, causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis, no conclusions can be drawn. At this point in time, no further action is necessary. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.